Manufacturer narrative:
The facility will not release the device for eval, per their procedure. Similar incidents have been received for this product code. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.

Event description:
Customer reports "pt with heart failure, on milrinone infusion. Pt complaining of shortness of breath. Upon investigation rn noted that the milrinone infusion was leaking onto the bed. A small crack was noted in the tubing at the luer-lock end of the tubing. The tubing was the baxter non-dehp micro-volume extension set - 36 inches in length. Staff state that 'this occurs frequently.' Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)." No reported pt injury or medical intervention. No additional info available.